Manufacturer narrative:
The product was returned for analysis. Iol received in two pieces pressed against the lens case base posts. Sn on iol case is defaced. Solution is dried on both surfaces of the optic and one haptic. One haptic is broken/torn and not returned, the other haptic has fibers. The optic is torn/split-cut dividing the iol in two, has a piece missing and is scratched/marked-rejectable. Sent to r&d for further evaluation. Based on the measurements we can conclude with a high probability that it is monofocal 18d toric lens. However, the remaining lens properties cannot be accurately determined due to the condition of the lens. See attached memo for details. The root cause for the reported complaint could not be determined. The measurement of the iol proved to be challenging due to the condition of the returned iol. The r&d associate concluded with a high probability that the iol is a monofocal 18d toric lens, although the remaining lens properties could not be measured. Based on the results from the product history record, the products met release criteria the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received that the condition after replacement of lens was good.

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced poor vision. The lens was exchanged for same lens model and diopter 2 months following the initial procedure. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).